Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon review, electrogram episodes for high ventricular rate were not stored in the pacemaker, which was of high priority setting but automatic mode switch episodes of low priority setting were stored. Programming changes were made. No patient consequences.